Manufacturer narrative:
The urf-v2r flexible video scope, serial number (B)(4) was received for evaluation due to ¿failed leak test¿ issue. Visual inspection on the received condition was performed and determined that the bending section skeleton tab is protruding (sticking out) from the bending section cover near the insertion tube area which caused the bending section to leak and failed the leak testing. The bending section cover was removed and the bending section skeleton was found broken and separated, however, no signs of sharp edges found. Based on the device evaluation, the reported issue was confirmed. The cause of the broken bending section skeleton and bent skeleton tab is due to excessive force and/or stress attributed to mishandling. As a precautionary measure, the instruction manual states the following; ¿do not twist or bend the bending section with your hands¿. Additionally, the instructions for safe use manual indicate that, damage to the bending section would happen if excessive force was applied while angulating in the opposite direction if there was no movement from the bending section; this would occur more so in a narrow environment.

Event description:
It was reported that the scope failed leak testing and determined with a broken bending skeleton producing sharp edge that ruptured the a-rubber. Issue found during the reprocessing and there was no patient/ user harm or injury reported due to the event.